Manufacturer narrative:
It was reported that prior to explanting the device the patient experienced infection at implant site and subsequent extrusion of the electrode array into the middle ear. The patient was re-implanted with a new device during the same surgery. This report is submitted on 25 march 2020.

Manufacturer narrative:
(B)(4).

Event description:
As per the clinic, the recipient's device will be explanted (date not reported) due to electrode extrusion.

Manufacturer narrative:
This report is submitted on 1 may 2020.